Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reported via phone call high blood glucose levels and no delivery alarm. Customer's blood glucose level was 400 mg/dl. Customer advised they have multiple no delivery alarms on the insulin pump which resulted in high blood glucose levels. Troubleshooting for no delivery was performed. Customer changed out their entire set and was able to resolve the issue. Customer treated their blood glucose via an insulin pen. Customer was advised replacement infusion sets would be sent out.